Event description:
It was reported that after the customer inadvertently dropped the pump an unidentified malfunction alarm occurred. Customer attempted to charge pump battery; however, the pump did not turn on. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.